Manufacturer narrative:
Covidien technical support engineer (tse) assisted the customer with troubleshooting. The user facility clinical engineer tested the ground isolation on the device. The graphical user interface (gui) cable was replaced. The breath delivery unit (bdu) board was reseated. The device was run for several hours and the device was functional. The event could not be duplicated. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report was received from the USA indicating that the device gave an alert while in use on a pt. The pt was removed from the device and placed on an alternate ventilator. There was no pt harm or injury reported. Though requested, add'l info was not available.